Event description:
Ablation instrument would not ablate. Nerve ablation device would not conduct and ablate. New device opened and worked. No harm to patient. No extra charge to patient. Rep will replace defective device in stock. Spinestar ablation instrument, merit medical, k2563535.